Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to previous high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The blood glucose level was 520 mg/dl at the time of incident. The customer treated with injection. Customer declined troubleshooting for high blood glucose. The customer was hospitalized. Customer was wearing the pump at time of hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.